Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the coronary dilatation catheters traveler rx, instruction for use states: complete the following steps to prepare the nc trek rx coronary dilatation catheter for use: slide the protective sheath off the balloon prior to performing air aspiration. In this case, it is unknown if the violation of the IFU caused or contributed to the reported complaints. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler rx is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the rx traveler balloon dilatation catheter was prepped prior to removing the protective sheath. Resistance was met and the protective sheath could not be removed. A non-abbott device was used to complete the procedure. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.